Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was returned in two sections as a result of a shaft detachment 24.5cm from the catheter tip. Shaft stretching was present at the break site. This type of damage is consistent with excessive tensile force during the reported attempts to remove the balloon protector cap. The balloon protector was returned over the balloon. It was not possible to apply a vacuum to the balloon as the shaft was broken however the balloon protector was removed from the balloon with slight resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: withdraw inflation device plunger to full negative and place the inflation device in a locked position. Complaint information states that the user did not use any indeflator prior to removal of the protector cap. (B)(4).

Event description:
It was reported that during preparation for percutaneous coronary intervention, a cutting balloon catheter was broken. Access was gained through the radial artery. The target lesion was a de novo, eccentric, non-calcified lesion located in an unspecified vessel. A 10/4.00 flextome monorail cutting balloon was selected to treat the target lesion. During preparation, a resistance was noted while removing the balloon protector from the balloon. A straight force was applied to pull the balloon protector but this resulted to breakage of the catheter. The procedure was completed with another size cutting balloon. There were no patient complications reported and the patient's status is stable.

Event description:
It was reported that during preparation for percutaneous coronary intervention, a cutting balloon catheter was broken. Access was gained through the radial artery. The target lesion was a de novo, eccentric, non-calcified lesion located in an unspecified vessel. A 10/4.00 flextome monorail cutting balloon was selected to treat the target lesion. During preparation, a resistance was noted while removing the balloon protector from the balloon. A straight force was applied to pull the balloon protector but this resulted to breakage of the catheter. The procedure was completed with another size cutting balloon. There were no patient complications reported and the patient's status is stable.